Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at the cardiac resynchronization therapy defibrillator (crt-d) pocket site after losing a significant amount of weight. The pocket was revised to place the device in a more submuscular position. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.